Manufacturer narrative:
The leakage of the tubing set was only communicated by the customer. There is no proof by photographs or evaluation of the returned product.

Event description:
Tubing set ls had a leak during priming. It was discovered during priming phase of the setup and occurred at the connection between priming waste bag and the tubing set itself. Essentially, as soon as the priming waste entered the bag, a trickle of buffer came down from the point. The cellular product was not connected and a replacement tubing set was used to finish the cell separation procedure. Neither the complained tubing set, nor photos or drawings were available. In the memorandum from the (B)(6) 2015, the connection between priming waste bag and tubing set is described by the customer as leaking. Therefore, the complaint investigation can only be speculative. The corresponding batch with l/n b2304 ((B)(4) pcs.) Had been manufactured in october 2014 and was sold from january 2015 to june 2015. Besides the actual complaint, there are no further complaints to the knowledge of miltenyi biotec (B)(4). There are two possible reasons for the finding to be addressed: due to insufficient gluing and variations in the external diameter of the tubing, the connection between the connectors and the tubing are not tight enough. Therefore, the leakage could be observed after pressure testing. This could be explained by the insufficient manufacturing process itself and would be therefore categorized as a product failure. However, the leak test as part of the release testing of the tubing set was passed. Therefore, it is unlikely that a product failure was the reason for the event; during the preparation of the cell separation system using the tubing set in question, it might have come to unforeseen mechanical stress within the installation procedure due to disproportionate tensile forces on the tubing connections. Based on the information provided, a harm for the patient can be excluded. (B)(6).